Event description:
The complainant reported the tracheobronchial stent collapsed at the top which caused severe respiratory distress to the pt. The pt was intubated at one hospital and transferred to another hospital. The physician ballooned to the stent subsequently the pt was able to be extubated. The physician attributed the device failure to a fast growing tumor.

Manufacturer narrative:
Evaluation codes, conclusions - other, the suspect device was discarded. An investigation of this complaint will be performed, and a f/u report will be submitted when add'l info is available.